Event description:
During a laparoscopic appendectomy procedure, the 4-40 stud broke off in the instrument. The doctor didn't have another like device to use, so he used an electrosurgical unit with a laparoscopic instrument to complete the case with no patient consequence.